Event description:
Caller reported that pump battery would not charge. There was no adverse impact to customer's blood glucose level. Customer was instructed to try different charging solutions, but these attempts were unsuccessful in resolving the issue. Technical support decided to replace the pump, confirmed shipping details, and provided instructions for putting the pump into storage mode before returning it. Customer acknowledged instructions and agreed to return the pump within 10 days using a pre-paid label provided.